Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occured from 30-mar-2024 to 06-apr-2024. It was reported that patient faced six infusion set cannula kinked event. The blood glucose level was 576 mg/dl at the time of event and managed by bolus via pump and multiple daily injection (mdi). The issue occured within three hours of insertion. The site of insertion was at abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.